Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument and observed a serum coating on the surface of tip clamp and sleeve at position a8. No parts damage was seen. Fse cleaned tip clamp and sleeve #8, verified proper x-arm calibration, and ran routine tests and user assay check throughout. The instrument was tested without further problem and was returned to expected operation.

Event description:
The ortho summit sample handling system instrument did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B) (4).